Event description:
Stent (protégé) implanted into pt's left arm av graft. During procedure, surgeon noticed that part of the stent was lodged in pt. Cutdown on the cephalic vein needed to remove stent insertion device.